Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, ruling out generator battery end of life as a likely cause of the high lead impedance test result. It was reported that the patient had recently experienced an increase in seizure activityy above pre-vns baseline frequency. Treating physician believes the seizure increase is likely related to the vns, but did indicate that the increase was minimal. Review of x-rays by manufacturer did not reveal any obvious discontinuities in the vns therapy system. The patient has not reported any recent injury or trauma that may have damaged the vns therapy system and does not manipulate the device through the skin. The patient underwent revision surgery, during which the lead was explanted and replaced. The surgeon indicated that he did not see any visible lead breaks at the time of explant but that the lead appeared to be tightly pulled with little strain relief and that this condition was believed to be the cause of the high lead impedance test result; however, x-rays taken approximately two weeks before revision surgery were reviewed by manufacturer and indicated normal strain relief at that time. Investigation to date has been unable to determine the cause of the high lead impedance test result. Lead break is suspected.